Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 57 mg/dl due to a pump setting adjustment that was made at the healthcare providers request earlier in the day. Soda was consumed to address the low bg. Tandem technical support advised the contact to discuss the low bg event with the healthcare provider.